Event description:
Customer was hospitalized due to high glucose levels. Diabetes management consultant advised that customer had been having a lot of difficulty with buttons sticking. She also found that customer had only bolused 2u in a 24 hour period.